Event description:
The customer reported that the system locked up and would not perform fluoroscopic x-ray.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch was replaced and the software was reloaded. The system was then found to be operating as intended and put back into service.